Event description:
Facility alleges hemolysis. Rn reports appx 1.5 hrs into treatment pt complained of feeling bad and treatment discontinued; pt admitted to hosp. Admitting bloodwork was reportedly hemolyzed. Reuse #12; renalin.